Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no capture condition was exhibited, and no p-waves were visible with the right atrial (ra) lead. The clinic reported that the ra lead had dislodged, and was sitting in the patient's superior vena cava (svc) vein. No interventions have been planned. The clinic is currently monitoring the issue. No patient complications have been reported as a result of this event.